Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed a lead safety switch (lss) in the rv lead channel one day after implant and the impedance measurements were high, out of range. There was pacing inhibition with no more than two seconds asystole. The patient was asymptomatic. The noise was not reproduced in bipolar. Various procedural recommendations were suggested. According to the field representative, all options were discussed with the physician. Noise was not observed with pocket manipulation. For now, the out-of-range pacing impedance limit values alert was reprogrammed. The patient will be monitored. Also it was recommended to reprogram the pacing/sensing polarity. The rv lead and pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.